Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the biopsy channel port was worn by being rubbed with coil sheath of cleaning brushes. The event can be detected/prevented by following the instructions for use which state: ¿·operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending tube had leakage. One light guide bundles was off. There was a crack in the objective lens. The switches were aged. The protector was aged. There were dents in the insertion tube. Third party repair had been preformed. The switch box had a scratch. The image guide protector was damaged. Switch 1 had a dent/was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the bronchovideoscope had abnormal image. The issue was found during reprocessing. The procedure was finished with the same device with no delay noted. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the instrument channel tube was worn/ the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.